Event description:
(B)(4). The dealer reported that the tdxsp-mcg left motor was leaking oil. There was no reported injury.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).